Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
On (B)(6), 2011, the pt's mother contacted animas alleging that she has found the time and dates to be inaccurate on the pump on multiple occasions. The pt's mother also reported that boluses are not being recorded in history correctly. The rptr stated that the pt's blood glucose has been more elevated than usual (as high as 350 mg/dl); however, she attributes the high readings to the pt being sick recently. There was no mention of symptoms. The rptr denied that the pt has rec'd medical intervention in response to the high readings. The pt's reported blood glucose readings do not meet animas' criteria for a serious injury. At the time of troubleshooting, the pt informed the customer service rep (csr) that the pt delivers 5-6 boluses per day using meter remote and pump. The pump's bolus history recorded one bolus for (B)(6) 2011 and 2 boluses for (B)(6) 2011. The pt's mother claimed that the bolus delivered on the day animas was contacted ((B)(6) 2011) did not appear in bolus history. The csr noted that the pump was displaying the correct time; however, its date was incorrect (1 day behind). The rptr stated that the pump reverts to default date/time setting with each battery change.